Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device stopped working while connected to a patient, as the device is being returned unrepaired to the customer due to its length of service. The rate on the counter was verified through a full range of settings and no anomalies were observed, and the amplitude and pulse widths were verified on the scope through a full range of settings and no anomalies were observed. Other tests were completed as well with no anomalies observed. Analysis did note that the upper and lower cases were broken, the side bail covers and side bails were missing, the atrial output connector was corroded and the keyboard was scratched. (B)(4).

Event description:
It was reported that while connected to a patient the external pulse generator stopped working. The generator was returned for a test and calibration. No patient complications have been reported as a result of this event.